Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the implantable neurostimulator 97715 intellis adaptivestim pain was implanted and subsequently exhibited elevated impedance on electrode # 3 (>40,000). The patient lost weight and the device was noted to be at the belt line. Impedance testing was conducted on electrode # 3. During a pocket revision surgery to move the implantable neurostimulator above the belt line, the surgeon cleaned the lead multiple times and tried both ports, but the # 3 electrode continued to show impedance greater than 40,000. Current programming does not utilize that electrode, and stimulation relief is reported at 50-75%. The issue was resolved with no further action being taken. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.